Event description:
Pt had coronary angiogram, left heart catheterization and lv gram. During the procedure, a prowater wire was used to go into the rca. This went well and without difficulty. A subtotal lesion in small pda was found. An in-stent restenosis was ballooned using 3.0x10mm chocolate balloon and then they deployed a 3.5 x 12mm xience alpine drug-eluting stent with lesion reduction from 80% to 0% with timi 3 flow. They post-dilated the lesion using 3.5 x 8.0 mm nc trek balloon and inflated it at 20 atmospheres. After that they were pulling out the prowater wire at the end of the case and the inner core of the wire was sheared off and left in the distal rca. The other part of the tip of the wire was in the guide. They extended the wire using the torque wire and placed the 2.0 x 20 mm over-the-wire balloon and it was advanced to the distal rca and beyond the tip of the wire. After that they pulled out both the balloon and wire as a unit and everything came out. Angiographic picture showed a patent rca. Ref MFR #: 3003775027-2016-00184.